Event description:
Patient suddenly went into bradycardia with sustained hypertension while on a levophed drip. Every time the levophed drip was paused, the bradycardia and hypertension resolved. After about a minute, patient became severely hypotensive and heart rate returned to normal. We restarted the drip and within 2 minutes, the same event repeated itself. We stopped the infusion and restarted one more time with the same results. At this point, I realized that the problem was likely coming from the infusion pump or the IV tubing. Somehow, the patient was getting boluses of this vasopressor. I immediately switched out the IV pump, hung a new bag of medication along with a new line. Three hours later, the patient has not had any more episodes of bradycardia and hypertension. Pump not properly sequestered to biomed, therefore, investigation unable to be performed.

Event description:
Patient suddenly went into bradycardia with sustained hypertension while on a levophed drip. Every time the levophed drip was paused ,the bradycardia and hypertension resolved. After about a minute, patient became severely hypotensive and heart rate returned to normal. We restarted the drip and within 2 minutes, the same event repeated itself. We stopped the infusion and restarted one more time with the same results. At this point, I realized that the problem was likely coming from the infusion pump or the IV tubing. Somehow the patient was getting boluses of this vasopressor. I immediately switched out the IV pump, hung a new bag of medication along with a new line. Three hours later the patient has not had any more episodes of bradycardia and hypertension. Pump not properly sequestered to biomed, therefore investigation unable to be performed.